Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter called and reported the customer's blood glucose was over 600 mg/dl, which was treated with insulin injection. After being reconnected to the insulin pump, customer's blood glucose went low, after infusion set, reservoir, and sensor had been replaced. Customer's blood glucose was 62 mg/dl, while sensor gave a reading of 103 mg/dl. At the time of this report, customer's blood glucose was 93 mg/dl. The customer will not be returning the sensor for analysis.